Manufacturer narrative:
Batch review performed on 12.march.2021: lot 167431: (B)(4) items manufactured and released on 1-mar-2017. Expiration date: 2022-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 1 year and 10 months after the primary surgery reporting pain due to a loose tibial component. The cause of the loose tibial component is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully.